Event description:
According to the available info this inflatable penile prosthesis was revised on 6/9/00 due to a "malfunction." Add'l info from the physician stated that there was a "dislocation of [the] proximal end of [the] cylinder...scar around reservoir."